Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 03.130.010, lot: h544514. Manufacturing location: monument, manufacturing date: jul 13, 2018. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The distal tip - threaded portion of the device was found to be broken and the broken piece of the tip was not returned. Also, threaded portion was found twisted / deformed. Hence, the complaint is confirmed. There is no clear indication that the complaint condition occurred due to misuse. The complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery). During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the stardrive screwdriver shaft got twisted and a small piece broke off during an open reduction and internal fixation (orif) of the 5th metacarpal on (B)(6) 2019. Another screwdriver was used to complete the case and had proceeded as planned. All pieces were removed safely, quickly and without additional delay or harm to patient. This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).